Event description:
Additional information received from the healthcare professional reported that the patient had a uti issue prior to the device placement. It was noted the patient had been going to urgent care for treatment and saw urology for issue. It was indicated it was all prior to the trial and placement. It was stated the cause of the uti was the iud mirena. The uti wasn't related to the patient's underlying urinary dysfunction. It was stated that it wasn't related to the device or therapy. The patient's iud was removed and now had no uti issues.

Event description:
The trial patient reported they got a urinary tract infection (uti) and was greatly affecting their urination. They stated they got the uti because they weren't able to go. It was noted that they weren't on the correct antibiotic since they didn't get the results back because it was over the weekend which cause them not to be medicated well. It was stated the patient wasn't charting during the days they had the uti since they were peeing every 5 seconds. The patient indicated they spoke with their doctor and was on the right antibiotic, so they were doing well. They stated that they were moving onto implant since the trial was working until the uti kicked in, and then it kind of dwindled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.